Event description:
It was reported that the ilet did not charge after being placed on the charger for approximately two hours, consistent with a charging problem associated with the battery charger; after guidance to allow time for recovery from full depletion and to try a different outlet, the device powered on and began charging. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging issue related to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.